Event description:
Hold for ss 1/3/2023. Customer sent a repair request reported with an issue of " insufficient angle", reduced angulation". The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated. Upon inspection, it was determined the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The reported issue of insufficient angle", reduced angulation "was reproduced, was confirmed. Furthermore, device evaluation observed that there was foreign material in the device nozzle, noted to be attributed to insufficient cleaning, handling issue. Additionally, , the following defects/findings were identified during device inspection: adhesive on a-rubber (adhesive connection, insertion section) has a chip. Adhesive on a-rubber (bending section) has a crack. Adhesive on a-rubber has white-clouded area. Adhesives around objective lens has white-clouded area. Adhesives around light guide (lg) lens has white-clouded area. Switch 1, connecting tube, c-cover, universal cord found with scratch . S-cover , control unit , forceps channel noted shaved. Paint on aw cylinder found peeled. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was larger than the inner diameter of air/water (a/w) nozzle got into the (a/w) channel caused clogging. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.